Event description:
During an in clinic follow up, low pacing impedance was noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.